Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer reported a false positive alinity I total b-hcg result on a (B)(6) female patient. Results provided: (B)(6) 2022 sid (B)(6) = (B)(6) miu/ml, repeated on another alinity at this site = (B)(6) miu/ml, beckman dxl = < 0.2, alere hcg combo is negative; heterophilic ab testing is negative. This patient has been positive with the alinity I total b-hcg in the past, results provided: results from sn# (B)(4). Sid (B)(6) ; value (B)(6); date ((B)(6) 2022). Sid (B)(6) ; value (B)(6); date ((B)(6) 2022). Sid (B)(6) ; value (B)(6); date ((B)(6) 2022). Sid (B)(6) ; value (B)(6); date ((B)(6 )2022). Sid (B)(6) ; value (B)(6); date ((B)(6) 2022). Sid (B)(6) ; value (B)(6); date ((B)(6) 2022). Another hospital = (B)(6); (another lab: beckman dxi < 2.0 ). Results from sn# (B)(4). Sid (B)(6) ; value (B)(6); date ((B)(6)2022). Sid (B)(6) ; value (B)(6); date ((B)(6) 2022).sid (B)(6) ; value (B)(6); date ((B)(6) 2022). The patient had an ultrasound performed without IV contrast due to the positive alinity result which showed nothing. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is normal complaint activity. There are no trends for the product related to patient results. The overall performance of alinity I total ss-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the alinity I total ss-hcg assay. Additionally, accuracy of the alinity I total ss-hcg assay has been evaluated with a retained in-house kit of the same lot# 32500ud00 and met all specifications, confirming that this lot is meeting the alinity I total ss-hcg product requirements. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I total ss-hcg lot# 32500ud00.